Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue at their tc infusion clinic with the coude tip catheter, material 0168l14 and lot ngky1918. The catheter failed to prevent leakage around the urethra. The issue was noted with multiple different rns inserting the catheters on patients receiving chemotherapy in their bladder and it is causing chemotherapy to leak out of the bladder and cause exposure to patients and staff. Staff noted that the catalogs have not changed, but it looks like the labeling or packaging has and the catheters are now having issues on the same patients that did not have issues before. They asked to know if there has been a change from the manufacturer on these catheters. Had any other facilities notified us of the same issue. Is there an alternative available to order. No, the balloon did not rupture in any of the situations. It is just that the foley was placed, ballon inflated, urine drained and then when the chemo was being instilled, it was very quickly leaked right back out again around the foley in the urethra. This happened to several nurses on several patients, both male and female. So multiple lot numbers involved and no way to track them historically. And several of these patients are repeat treatments who had zero problems before the change in catheter. All of the nurses were adamant that something has changed and there was a bolus of issues right when the catheter supply changed.